Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separation and had air bubbles in the gel. This was discovered during use. The following information was provided by the initial reporter: indeed, after centrifugation, the separation with the gel does not take place perfectly, the blood coagulation is very late. We also found bubbles in the gel.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel air bubbles was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separation and had air bubbles in the gel. This was discovered during use. The following information was provided by the initial reporter: indeed, after centrifugation, the separation with the gel does not take place perfectly, the blood coagulation is very late. We also found bubbles in the gel.